Event description:
The doctor reported the screw fractured.

Manufacturer narrative:
Visual inspection confirmed that the abutment screw thread fractured. The hex portion of the screw showed damage consistent with overtorque. No order number or lot number was provided so no review of product records could be performed. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.